Event description:
The event is reported as: the doctor could not lock the clip in place. The clip would not close. No patient injury reported.

Manufacturer narrative:
A follow-up report will be submitted at the conclusion of the investigation.